Manufacturer narrative:
A beckman coulter field service engineer (fse) inspected and determined that the wash collar vacuum valve was stuck open. The fse replaced the wash collar vacuum valve to resolve the issue. (B)(4).

Event description:
The customer reported getting a modular chemistry (mc) sample probe motion error and hissing sound on their unicel dxc 600 pro synchron system. As the event was not apparent at that time, the customer was advised to check probe and mc syringe and called back if needing further assistance. The customer called back and stated the event continued and requested for service.